Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure she has experience a blind spot in bottom portion of lens. Both eyes seem to be working against each and fluorescent lights are extremely bright since surgery.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The consumer reported that it feels like they have a "blind spot in bottom portion of the lens. Both eyes seem to be working against each other. Fluorescent lights are extremely bright since surgery". The product was not returned. Each lens is subjected to a 100 percentage assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The consumer was advised to speak to the implanting surgeon regarding issues they are experiencing or seek a second opinion. Company is unable to provide medical advice or recommendations. The consumer reported consulting a second opinion and this specialist told him the lens was a regular toric. The presence of the company lens optic characteristic is possible due to a validated process which is measured and precise in order to deliver the expected optical performance per lens model and diopter. The visual confirmation of that vivity characteristic on the optic can be problematic to an untrained eye, or without the correct lighting and angle of viewing of the advanced technology lens model. A slit lamp photo was not provided for review. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).